Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric gastroplasty, in an attempt to fire the green load, the stapler was unable to fire and the surgeon was unable to squeeze the handle nor press the green button. There was no patient injury.